Manufacturer narrative:
Conclusions: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
Intl customer reported that the device did not drain enough fluid two days following a lobectomy. The surgeon opines a leak in the device. The device was explanted and replaced. No further info was provided.